Event description:
It was reported that the patient was unable to adjust stimulation. The patient was seeing ¿call your doctor¿ icon on their programmer and seeing ¿251¿ on the screen of the programmer. The patient was able to turn stimulation on and off with the recharger. It was further reported that the patient did a hard reset of their programmer and the patient had no stimulation sensation. It was noted that the patient had stimulation a day prior to the report but could not feel stimulation on the day of the report. It was noted that after the hard reset and reinserting of the batteries the software was lost. The patient was getting a system set up screen along with system version install. It was noted that the patient had back surgery a week prior to the report and the stimulation worked for a while and then just quit.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).